Event description:
According to the reporter, a diabetic pt. Returned an insulin syringe in an unopened package to the pharmacy which contained a red clear substance. The pt. Stated he had noted the substance prior to opening the package. The facility returned the syringe to the MFR. The MFR reported to the facility that the substance was machine grease used during the mfg process. MFR reported number: bd32031.